Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm during bolus and was not able to clear. Customer's blood glucose was 142 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.